Event description:
(B)(4). Extremely heavy periods. Painful periods. Migraines. Pain in pelvis area. Hair loss.

Event description:
(B)(4). My pain is getting worse. When I sit down or move a certain way I feel like I am being stabbed.

Event description:
(B)(4). During my hysterectomy, to remove the essure coils, my doctor found that my fallopian tubes and uterus was highly inflamed. My uterus was larger than it should have been. Both, tubes and uterus were swollen. The lining of the uterus was also thick.